Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and no on-site evaluation was performed by a fresenius field service technician (fst). Additionally, the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a hemodialysis (hd) patient went into cardiac arrest during treatment on a fresenius 2008t machine. Additional information was provided by the clinic administrator. The patient arrived on 06/jan/2023 for a routine scheduled hd treatment. The patient was initiated on dialysis utilizing the fresenius 2008t machine. Approximately one hour and thirty minutes into the treatment, the patient went into cardiac arrest. No vital signs pre-treatment and during the event were provided. The treatment was discontinued, and the patient¿s blood was returned. The clinic called 911. The patient was administered 1,000ml of normal saline (ns) and o2 via nasal canula (volume unknown). No additional medical interventions were provided at the clinic. The patient regained consciousness prior to emergency medical services (ems) arriving and stated objections about being transported to the hospital. Ems arrived and transported the patient to the emergency room (ER). The patient was assessed and released from the ER on the same day. The patient has since returned to regularly scheduled hd treatments. The cause of the cardiac arrest was attributed to a hypotensive event. The patient has a history of cardiac arrest from hypotension in treatment. Per the administrator, the event was not related to the machine, dialyzer, or any fresenius product(s).

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis treatment on an unknown 2008t machine and the patient event of cardiac arrest due to hypotension. However, there is no documentation in the complaint file to show a causal relationship between the 2008t machine and the patient event of cardiac arrest. Hypotension during hemodialysis is a common complication associated with high morbidity and mortality. Risk factors for hypotension in treatment include patient demographics, medication use, larger interdialytic weight gain, dialysis prescription features (i.e., sodium), and high ultrafiltration rate. Evidence suggests that hypotension in treatment causes acute reversible myocardial hypoperfusion and contractile dysfunction (myocardial stunning), which can result in long-term loss of myocardial contractility, leading to premature death. Based on the available information and no allegation or evidence of a malfunction or deficiency, the 2008t machine can be excluded as the cause of the patient¿s cardiac arrest. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a hemodialysis (hd) patient went into cardiac arrest during treatment on a fresenius 2008t machine. Additional information was provided by the clinic administrator. The patient arrived on (B)(6) 2023 for a routine scheduled hd treatment. The patient was initiated on dialysis utilizing the fresenius 2008t machine. Approximately one hour and thirty minutes into the treatment, the patient went into cardiac arrest. No vital signs pre-treatment and during the event were provided. The treatment was discontinued, and the patient¿s blood was returned. The clinic called 911. The patient was administered 1,000ml of normal saline (ns) and o2 via nasal canula (volume unknown). No additional medical interventions were provided at the clinic. The patient regained consciousness prior to emergency medical services (ems) arriving and stated objections about being transported to the hospital. Ems arrived and transported the patient to the emergency room (ER). The patient was assessed and released from the ER on the same day. The patient has since returned to regularly scheduled hd treatments. The cause of the cardiac arrest was attributed to a hypotensive event. The patient has a history of cardiac arrest from hypotension in treatment. Per the administrator, the event was not related to the machine, dialyzer, or any fresenius product(s).